Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cold insulin when filling cartridges, sometimes reusing insulin from old cartridges when filling a new cartridge, reusing cartridges, and not performing the air removal step when filling cartridges. Customer was instructed to use new, room temperature insulin when filling cartridges, was educated on the air removal process, and was informed that reusing cartridges is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact.